Event description:
A malfunction was reported with the customer's pump, characterized by a recurring issue labeled as malf 12. This problem, linked to momentary power loss to the vibrator motor, occurred weekly since early (B)(6) 2025, notably during quick bolus operations. There was no adverse impact on the customer's blood glucose levels. The customer addressed the issue through self-troubleshooting and resetting the pump, which temporarily resolved the problem despite encountering it multiple times.